Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: sesr01, implantable pulse generator (ipg), implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient experienced a syncopal episode and fell down and was flown to the hospital. It was observed there was intermittent capture, high threshold and no capture at high output on the right ventricular (rv) lead. It was noted the patient was lost to follow up. During the lead replacement procedure, occasional rhythm pauses were noted and eventually no r waves were present to measure. Patient remained awake and alert during entire procedure and left the room stable. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.